Manufacturer narrative:
The complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used to stop extreme bleeding during a colonoscopy procedure performed on (B)(6) 2018. The patient was released from the hospital on (B)(6) 2018. According to the complainant, on (B)(6) 2018, the patient started ¿losing blood faster than they could transfuse,¿ and on (B)(6) 2018, the emergency response team had to be summoned. The patient returned to the gi department for another colonoscopy procedure, and it was discovered that the clip had detached from the target tissue and could not be found. The bleed was treated with two additional clips. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.